Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The infusion device will be sent to the manufacturer for evaluation. No adverse event was reported.